Event description:
In 2003, the cryopreserved aortic valve and conduit was implanted into a pt with unknown medical history. During implantation, reportedly the valve tore away from the heart muscle requiring removal of the valve. Repeated attempts to obtain additional details about this event have not produced additional information.